Event description:
It was reported that the pump was not working properly. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.